Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported after implantation of an ICD (implantable cardioverter defibrillator) the programmer could not identify the device. It always said there was no telemetry with the device even when the programmer head was placed directly over it. After several restarts the programmer identified the device and was able to program it but the telemetry was only with direct placement of the head over the device. There was still no wireless telemetry. Before discharge of the patient, the device parameters were checked and again there was no telemetry. The programmer remains in use. No patient complications have been reported as a result of this event.